Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event onset was reported as ¿over the last two weeks¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system buretrol set leaked. During an infusion of an unknown drug solution, the buretrols cracked and the device subsequently leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.